Event description:
It was reported that there were issues with two clip appliers when the trigger was fired the clips were coming out in twos not singly and clips were not closing.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. One of the channel tabs at the distal end of the channel was bent. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The device was disassembled in order to inspect the internal components. No other defects or anomalies were observed. The device was returned with 6 clips remaining in the channel including the partially loaded clip, indicating that 9 clips were fired by the end user. Although the remaining clips were able to fire properly, the damage to the channel tab could prevent the clips from loading properly into the jaws of the applier. R & d was consulted , and it could not be determined exactly how or what caused the channel tab to bend. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The reported complaint of "clips were not closing" was not confirmed based upon the sample received. One device was returned. The device was received with 6 clips remaining in the channel including the partially loaded clip, indicating that 9 clips were fired by the end user. Upon functional inspection, all remaining clips were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing. Although the remaining clips were able to fire properly, the bent channel tab could prevent the clips from loading properly into the jaws of the applier. R & d was consulted. It could not be determined exactly how or what caused the channel tab to bend. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since it could not be determined exactly how or what caused the channel tab to bend, the root cause of this complaint is undetermined.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73j1800484 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there were issues with two clip appliers when the trigger was fired the clips were coming out in twos not singly and clips were not closing.